Event description:
A minimum fill notification was reported by the caller. The issue did not cause the blood glucose level to exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. The caller attempted to load a new cartridge with 300 units of insulin, and usable insulin in the cartridge was confirmed at 269 units, which was more than enough for proper use. The customer was instructed to remove the pump from its case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth, but reloading the same cartridge did not resolve the issue. No additional information was available about spare supplies, and the caller planned to contact support again after reaching home to continue troubleshooting.